Manufacturer narrative:
Testing and investigation found that channel a of the device audibly alarmed for s321 (motor error-pmc, left) malfunction alarm code. Further testing found that the motor shaft of the motor had no movement. The probable cause was due to a broken mr2 motor due to the encoder or high drive train friction in the mr2 motor. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, channel a of the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code and was also noted in the device history, there were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.